Manufacturer narrative:
No dates, lot number and pertinent details regarding this complaint have been relayed to the manufacturer.

Event description:
The patient was injected into an unreported injection site and allegedly developed a sterile abscess.